Event description:
Patient reported left side "rupture", "capsular contracture baker grade unknown", and "displaced itself above the muscle". Patient also reported "weight gain" and "fell and fractured their foot", which is not device-related. Device remains implanted. Manufacturer of the device is unknown.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.